Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact technical support again if malfunction code appeared again.